Event description:
The pt dropped the meter three weeks ago. It is not known if he was able to perform tests on the subject meter due to the cracked casing. He went to the hospital twice in the last two weeks (blood glucose results at the hospital not provided). He received insulin at the hospital. It is not known if he had experienced any symptoms at the time of concern. The pt had taken his oral medication for diabetes prior to receiving medical attention. Based on the information provided, there was misuse of the product; the meter was dropped from an unknown height. A replacement meter was sent to the lay user/pt.